Event description:
It was reported that during a declot treatment procedure of an upper extremity av fistula, the balloon detached from the catheter. The physician did not encounter any difficulty when inflating or deflating the balloon. During withdrawal, the balloon did not rewrap well and resistance was encountered during withdrawal of the balloon into the sheath. The balloon was deflated and it detached when being withdrawn through the introducer sheath. The balloon did not rupture prior to detaching, and the catheter shaft did not break. The physician was able to remove the entire balloon within the sheath. The procedure was successfully completed. There were no reported patient complications and the current patient condition is reported as "ok".